Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that based on final testing and no fault found review, no new evidence was found. Accessories were not returned for evaluation. The reported incident of self test failed was observed in device logs as non-critical. These faults were not reproduced during device evaluation and testing. The main board was replaced as a precaution. Board level debug found no faults with the main board and it was scrapped. The device recertified and returned to the customer. No emerging trend based on similar reports.